Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that he received a sensor error alert and that insulin was not delivering. The customer stated they would changed their set and reservoir and see if he could bolus. The customer's blood glucose level was over 500 mg/dl. The customer was informed to call back if problems persisted. No further details were provided.